Event description:
Pump returned for routine servicing was found to have failure code 533:320:717:0000 in event history. The failure code will stop the function of all channels in use, while giving an audible and visual alarm. No pt info or involvement was reported at the time.